Event description:
During insertion of a linvatec bioscrew bioabsorable femoral interference screw 7mm x 25mm ref# 08031 lot# 7698 implanted into right knee broke (screw was in place, portion not in place was removed by the md).

Event description:
It was reported that during an laparoscopic resection procedure, misformed clips, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip, jaw misaligned the analysis results of the instrument found that it was received with the jaws misaligned. The instrument was cycled, fed and formed 6 class I scissored clips and 2 clips ejected due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In order to avoid this issue please do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Additionally, although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use ¿never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to ¿spit¿ clips¿. No incident related to the reported event was observed during the batch record review.